Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reer0573 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reer0573) have been reported from the same facility.

Event description:
It was reported "PICC line kinked within the patients arm and prevented catheter flow." No other information was provided.

Event description:
It was reported "PICC line kinked within the patients arm and prevented catheter flow." No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. One radiographic image of a catheter was provided for evaluation. The photo taken was of a screen displaying the radiographic image. The location of the implanted device could not be clearly discerned. The shape of a winged hub and catheter tubing is visible. The sharp bends in the catheter shaft are visible. The section of catheter proximal to the bent regions appears to be curved and slightly bunched. The properties of the catheter could not be inspected due to the lack of a physical sample. Based on the description of the report event and image provided, possible contributing factors include catheter manipulation during use, placement location, and securement technique. The instructions for use (IFU) state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.". A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Since a kink appeared to be present in the radiographic image provided, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11